Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause: no root cause could be identified by investigation. No sample was returned. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional info was requested on 12/23/2010 and 01/05/2010 by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2010. (B)(4).

Event description:
A surgeon reported a pt with blurry vision and halos following intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported the pt also experienced glare. He reported the events resolved after iol exchange for a different model lens.